Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was routinely explanted and replaced one month later.

Event description:
Boston scientific received information that this patient with this cardiac resynchronization therapy defibrillator (crt-d) had a fall, fatigue and weakness in the legs. This patient was admitted to the hospital and reported cessation of urination. It was noted that the device was programmed at 30bpm and the patient had been in atrial fibrillation (af) but now was in non-sustained rate with heart block. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.